Event description:
Updated information: a revision surgery was performed on an unknown date. Rod was not removed. A new plate was implanted. Patient is listed in stable condition. No further details are known at this time.

Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. At an unknown time post-op, it was discovered that the rod had backed out and the set screws were loose. The patient has no complications and at this time, no revision is planned.

Manufacturer narrative:
Updated information: a revision surgery was performed on an unknown date. Rod was not removed. A new plate was implanted. Patient is listed in stable condition. No device(s) will be returned. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.